Event description:
An optometrist reported that a patient was diagnosed with bilateral mild diffuse lamellar keratitis (dlk) in both eyes, on the first day after lasik surgery. To treat the dlk, the steroid drops were increased in frequency. At the one week follow up visit, the dlk had resolved, an the steroid drops had been tapered and discontinued. This report will address the patient's right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).